Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that suture placement was attempted in the left common femoral artery using the preclose technique prior to an coronary chronic total occlusion procedure (cto). The arteriotomy was 6fr. Reportedly, after suture placement and during removal of the device, resistance was felt. The device was physically removed and an 8fr sheath was placed to achieve hemostasis; however, bleeding continued and a 10fr sheath was placed which occluded the artery. The 10fr sheath was removed and manual compression was applied to achieve hemostasis. The procedure was rescheduled and completed at a later date. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.